Event description:
The customer reported the unit received diagnostic error codes, "high inhalation" and "pressure regulation high" then the system shutdown. The device was in use. The ventilator was swapped out, there was no patient or user harm reported. The unit was being used in CPAP mode. The customer could not duplicate the reported issue. The respiratory therapist reviewed the event log with no unusual clinical alarms present other then a high inspiratory pressure. The remote service engineer (rse) reviewed the diagnostic errors and suggested repair per the manual. The (rse) advised the customer to check that the machine and proximal pressure lines are connected correctly. The customer ran the unit on test lung at the same settings and can not duplicate the issue. The (rse) advised to perform pressure and flow testing per the pvt in the manual. The customer stated that due to patient incident, they were going to replace the data acquisition (da) printed circuit board assembly (pcba). The customer replaced the (da) (pcba) to resolve the issue. The unit was tested and it was returned to service.